Event description:
The davinci tip cover accessory had holes in it. This was discovered prior to use, and the lot was pulled from the shelf and returned to the manufacturer for credit. Had it been used, the potential existed for there to be arcing.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the customer obtained the results of 300 mg/dl and 120 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.